Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a e218 scope malfunction error when using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be due to damage to the image sensor unit (disconnection, etc.) Or breakage of mounting components (integrated circuit chip, capacitor, etc.) On the electric board. These issues could have been caused by use stress, external factors, or handling. However, olympus could not identify a definitive root cause of the event. The e218 scope malfunction may have been caused by corrosion on the video plug, and b31scope communication error and image noise and display failure occurred due to damage on the video plug section's circuit board. The instruction for use states the inspection method associated with the event in " section 3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Event description:
The event occurred during inspection for use before an unspecified procedure. The procedure was able to be completed with no reported patient impact.